Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the patient parameter pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device is not completing boot-up cycle during initial powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.